Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported that the insulin pump had a button error alarm after being exposed to moisture. Blood glucose level at the time of the incident was 205 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.